Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the stains on the lighting were due to contamination of the lg bundle and a sticky grip. The corrosion found on the device at the on the light guide (lg) connector, lg cover glass and the channel port resulting from contamination and stress. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope device exhibited stains on the lighting due to contamination of the lg bundle and a sticky grip. Additionally, there was corrosion on the light guide (lg) connector, lg cover glass and the channel port. There was no patient involvement.